Event description:
It was reported that the pt underwent surgery due to catheter kink/occlusion at the lumbar site. The hcp was unable to aspirate cerebrospinal fluid. The pump contained baclofen 2000 mcg/ml at a dose of 155.0 mcg/day. No pt symptoms were reported. The pt recovered without sequela.

Manufacturer narrative:
Results: used for the catheter.